Event description:
It was reported that the patient's device was explanted four hours after implant because the patient was in so much pain and there were issues. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the medtronic representative did not know who the patient was or who it could have been. The representative reported going through his files and could not find anyone who matched the information given about an implant and removal like the reported. No patient name patient name matched the situation as it was reported. No further information was provided.

Event description:
Follow up reported the representative believed the patient could be a trial patient and not have a permanent implant. Representative vaguely remembered an issue like this but thought the timing would be in (B)(6) so the august call time was confusing. As they remembered off hand, nothing like this had anything to do with the stimulation. Additional information has been requested, but was not available as of the date of this report.